Manufacturer narrative:
On 14-jul-2025, mentor received additional information about the event: - an updated implantation date (B)(6) 2013 was reported. - the side of rupture was clarified. Rupture of the patient¿s right breast prosthesis was confirmed via mammogram/ultrasound. Block d has been updated to match information reported for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses and suffered from possible implant rupture. The patient experienced trauma from a car accident. The side of rupture (left breast, right breast, or bilateral) was not specified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information was reported for two devices: left implant: serial # (B)(6) . Right implant: serial # (B)(6) . The correct serial number is currently unknown because side of rupture is unknown. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).